Manufacturer narrative:
Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. In this case, it was reported that this issue was also likely related to endocarditis. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this bioprosthetic aortic valve was explanted, after an implant duration of approximately one (1) year and three (3) months, from a patient due to heavy calcification leading to stenosis (mean/peak 40/70mmhg) and central leak. As reported the issue was likely caused by endocarditis. At time of explant, the patient did not have any infection noted. The device was replaced with another prosthetic valve. After the procedure, the patient was noted as to be doing well.

Manufacturer narrative:
Additional manufacturer narrative: prosthetic endocarditis with or without vegetation, of valves and annuloplasty rings is a serious complication of valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset usually less than 60 days postoperative) and late (onset greater than 60 days post-implantation). Late prosthetic endocarditis resembles native valve endocarditis in terms of etiological microbes, and sources of contamination are presumably similar. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body. Dental, genitourinary, and gastrointestinal manipulation are known causes of transient bacteremia, which can place a patient at risk for prosthetic endocarditis. Additional procedures placing patients at risk for prosthetic endocarditis include urethral catheterization, colonoscopy, barium enemas, and surgical procedures.

Event description:
The valve was explanted due to endocarditis leading to heavy calcification and subsequently showing stenosis and central leak.

Manufacturer narrative:
Device evaluated by manufacturer: report of calcification was not confirmed. Report of stenosis was confirmed. What appeared to be vegetation was observed at both the inflow and outflow aspect, with a large amount over the entire outflow of leaflet 1. Leaflets 1 and 3 near commissure 1, and leaflets 1 and 2 near commissure 2 were fused with vegetation overgrowth by approximately 6mm on each side. A perforation that measured approximately 1mm in diameter(a) was observed on leaflet 2 near commissure 3. Also, non-transmural tissue damages were observed; one on the cusp of leaflet 2 which measured 3mm(b), and two on the cusp of leaflet 3 which measured 4mm(c) and 2mm(d). The perforation and leaflet damages were beveled at the outflow aspect, and had typical characteristics of those caused by suture tail abrasion. X-ray demonstrated wireform intact, and minor wireform distortion around leaflets 2 and 3. The sewing ring was cut around leaflet 3 and commissure 3, and exposed the wireform at the inflow aspect. Based on the product evaluation findings, the vegetation found on the device restricted leaflet mobility which led to stenosis. Edwards lifesciences produces and provides sterile tissue bioprostheses to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards' multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards' valves as provided to customers. This event was not attribute to the device. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems.

Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.